Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between 1983 and 1985 utilizing taperloc femoral components. The article indicated that a revision procedure was performed due to subsidence secondary to intraoperative calcar fracture. The femoral stem was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty with an uncemented tapered femoral component". J bone joint surg 2008;90-a:1290-1296. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture date - unknown. This report filed march 10, 2011.